Event description:
It was reported that, "the pt had a bha (right side) surgery 2 yrs ago. In 2009, when the pt fell to the floor, he had fractured right hip. Therefore, the surgeon performed a revision surgery on the pt the same month. At that time, the surgeon noticed that there were no growth of bones on the stem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.